Event description:
It was reported that this left ventricular (lv) lead became dislodged approximately one month after implant. While explanting this lv lead, the physician elected to replace the cardiac resynchronization therapy defibrillator (crt-d) device and replace them with a new crt-d of a different model along with a right ventricular (rv) lead in the left bundle branch (lbb). No additional adverse patient effects were reported. This product has been received by boston scientific and a full investigation will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead became dislodged approximately one month after implant. While explanting this lv lead, the physician elected to replace the cardiac resynchronization therapy defibrillator (crt-d) device and replace them with a new crt-d of a different model along with a right ventricular (rv) lead in the left bundle branch (lbb). No additional adverse patient effects were reported. This product has been received by boston scientific and a full investigation will be performed.